Event description:
Customer reported that erroneously high potassium result was generated by the unicel dxc 800 synchron system. The system was in calibration and quality control specification prior to the event. The result was reported out of the laboratory. The sample was retested and yielded a result within expectations. The corrected result was called to the physician who noted that the initial incorrect result had not yet been received. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system was taken or provided. The fse decontaminated the system and replaced all electrodes or tips. No further reports were received. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined, accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.